Event description:
It was reported that the pump was turned off following the pump going into a safe state mode. Telemetry confirmed a critical alarm was occurring; "safe state occurred", "reset occurred - low battery." Reporter stated that there were multiple instances of low battery messages in the pump logs. The critical alarm first became audible on (B)(6) 2012 and had been continuously alarming since (B)(6) 2012. This patient did not experience any symptom, as the pump contained saline only at the time the alarming occurred. The patient had been slowly titrated down on the amount of drug in the pump over several months. It was not reported why the pump medication was titrated down. The patient had lost insurance coverage and did not have the ability to afford a pump replacement. The patient and the healthcare provider then decided that turning off the pump was the best option. The pump was then turned into an "off" state on (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: product ID 8840. Product type: programmer, physician: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 8590-1, lot# n0041392, implanted: (B)(6) 2006. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).